Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. The devices were visually inspected and there was right plunger case cracked. The event history log (ehl) was reviewed, found that there was primary audible alarm post and check clutch/plunger lever. Customers reported issue, ¿audible alarm¿ was confirmed but not duplicated. The main cause of reported issue ¿audible alarm¿ is electrical component inference. Confirmed customer report of ¿travel coarse¿ error during review of device log. Unable to duplicate reported error with plunger travel or occlusion testing. It shows normal wear to drivetrain parts and replaced motor because of exposed wire due to excessive wire pinching. The cause of the reported issue was due worn drivetrain parts.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an acu watchdog error and an audible alarm error message were observed. Additionally, a travel/reverse travel course error occurred. There was no patient involvement.